Manufacturer narrative:
(B)(4). The complaint pt101 airvo humidifier was not returned to fph (B)(4) for inspection. Our analysis is based on the event description and additional information provided by the hospital. We are unable to determine what caused the oxygen saturation with the patient. However with regards to the leaning of airvo humidifier, our user instructions that accompany the airvo humidifier states "place the unit on a level surface lower than your head height to prevent water entering the breathing tube should the unit be knocked over". Without the complaint device, we are also unable to confirm what caused the condensation in the breathing circuit. Our user instructions that accompany the airvo humidifier details the breathing circuit set-up instructions in pictorial format. It also provide the following guidelines: "do not use the unit when the room temperature exceeds 30°c (86°f) or is below 10°c (50°f) as the unit may switch off. Humidity output will be compromised below 18°c (64°f) and above 28°c (82°f)." "If excess condensate accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber. Then tip the unit momentarily forward about 20 degrees to ensure that all condensate has drained into the water chamber." No patient consequence was reported as a result of this incident. The hospital also confirmed that the patient is "fit and well". An fph field representative has confirmed that the hospital staff were trained on the proper use of pt101 airvo humidifier, and that regular training is also being conducted throughout the year with hospital staff.

Manufacturer narrative:
(B)(4). The complaint pt101az airvo humidifier was not returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while a post surgical elderly patient was on a pt101 airvo humidifier with nasal prongs, the patient was saturated at 93%. It was also reported that the saturation of the patient was improved to 98% with another airvo humidifier was used and that during the course of changing the humidifier, the patient was put onto unhumidifier face mask oxygen and then unhumidified nasal prongs. The hospital also commented that the airvo itself seemed to be on a lean and condensation was observed in the breathing circuit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while a pt101az airvo humidifier was being used on a patient, the hospital staff noticed that an "airvo itself seemed to be on a lean" and there was a considerable amount of condensate in the breathing circuit. No patient consequence was reported as a result of this incident.